Manufacturer narrative:
(B) (4).

Event description:
It was reported that pt experienced a return of tremors. The pt's implantable neurostimulator was in a power on reset (por) condition. Impedances had been normal.